Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error (book image). The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump was going off. The customer reported that he was in the pool when the pump began alarming. The customer reported that they received a critical pump error image on the pump screen. The customer reported that he did not receive any pump errors before this alarm presented. The customer reported that he also had a hairline crack on his insulin pump near the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.